Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose level was 302 mg/dl. At the time of the report with tandem technical support the touch screen was functioning as intended; however, customer maintained that the pump was not functioning properly. Reportedly, the customer reverted to an alternate form of insulin therapy.